Event description:
It was reported that during a gastric bypass, the device misfired. It fired ? Way on one side and ? Of the way on the other side. The case was completed with another device and sutures. There was no consequence to the pt.

Manufacturer narrative:
Eval summary: one long45a device was rec'd in good visual condition and loaded with a tr45w cartridge that was noted to have a wedge band bypass, right side ? Partially fired, left side ? Partially fired; the lockout tab was found to be in normal condition; in addition, the cartridge deck was damaged. When tested for functionality with a test cartridge, the device fired conforming. The staple line was noted to be completed.